Manufacturer narrative:
Eval results: visual inspection of the returned product showed that a haptic had tore off from the optic and was missing. There was evidence of a clear surgical residue. Conclusion: (no conclusion can be drawn): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval.

Event description:
It was reported that the surgeon inserted an aq2003v silicone three piece lens and the haptic was torn during insertion. The lens was removed without enlarging the incision and another same model lens was implanted. There was no pt injury.